Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was not successfully implanted as the lead would not stay fixated in the vessel. This brady lead was replaced and never in service. No adverse patient effects were reported.